Event description:
International affiliate reports the pt struck their head against a balustrade. Three hours later, swelling was noted under their skin along the path of the valve's distal catheter, the result of cerebrospinal fluid leakage. The distal catheter was explanted and replaced. Upon removal, two holes were found in the catheter.